Event description:
A pixel issue on the pump display was reported by the caller, which affected the ability to interact with the pump and read its screen. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the caller to put the pump into storage mode before returning it using a pre-paid label within 10 days. The customer understood and acknowledged these instructions and would use mdi as a backup therapy to ensure continuous insulin delivery.